Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room as customer experienced high blood glucose of 530 mg/dl. Customer also experienced chest pain but customer thought he was having heart attack and was treated high blood glucose with insulin drip as well as insulin pump. Customer stated that insulin pump had insulin flow blocked alert. Customer was on auto mode during the reported event. Customer mentioned that infusion set had bent cannula. Customer declined trouble shoot for insulin flow blocked alarm. Insulin pump will not be returned for analysis.